Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the proximal bile duct below the hilus during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost approximately ten minutes into the procedure. At first, red/green stripes could be seen, then a gray rectangle with three white dots appeared on the screen and after that, the image was completely gone. They turned off and on the controller, unplugged and plugged the spyscope back into the controller; however, the problem was not resolve. The planned dilation of the stricture was not performed as the patient did not tolerate further sedation. The procedure was not completed due this event. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the proximal bile duct below the hilus during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost approximately ten minutes into the procedure. At first, red/green stripes could be seen, then a gray rectangle with three white dots appeared on the screen and after that, the image was completely gone. They turned off and on the controller, unplugged and plugged the spyscope back into the controller; however, the problem was not resolve. The planned dilation of the stricture was not performed as the patient did not tolerate further sedation. The procedure was not completed due this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were signs of use in the form of elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. Upon plugging the device into the controller, no image was displayed. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). It was noted that the camera wire appeared to be damaged at the distal cap/steering ring. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires inside the handle. The reported event was confirmed. The condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/pof potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires and/or twisting of wires. Process controls were implemented on the manufacturing line to minimize the occurrence of this failure. This included additional visual inspections and new tooling that had less blunt edges that could nick the insulation of the camera wire. The process change and tool change is being monitored for effectiveness, and will be escalated should an excursion be observed. It is likely that the damage to the camera wire, as well as exposure to saline and/or procedural fluids, shorted out the camera during the procedure, causing the reported visualization issue and introduced corrosion observed during analysis. Based on all gathered information, the probable cause selected for the visualization issue due to camera wire damage is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. There is an investigation in place to address this issue. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.